Manufacturer narrative:
Serial number was requested but not provided. Expiration date cannot be determined because the serial number is unknown. (B)(4). Device manufacture date cannot be determined because the serial number is unknown. All pertinent information available to the manufacturer has been submitted. Placeholder.

Event description:
It was reported that the intraocular lens (iol) was required to be explanted in a secondary procedure after approximately one year of implant due to ''poor visual quality''. Additional information was requested but not provided.